Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10246. The pt received the scs sys on (B)(6) 2011 which included two leads from different lots. It was reported the pt is experiencing muscle spasms throughout her trunk. The pt believes the spasms are related to her morphine pump. The pt is currently working with her physician to determine the next course of action. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.